Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received excessive no delivery alarms. The customer's blood glucose level was 310mg/dl. Troubleshoot was conducted and the device continued to alarm no delivery. The customer was advised the pump would be replaced and returned for analysis. The customer attributes the highs to having over eaten.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no excessive no delivery alarm noted. No cosmetic damage noted.